Event description:
It was reported the patient had ended up in the emergency room a week prior to report for an "episode". The patient was going to have the device removed. No patient symptoms were reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that it was unknown what "drove" the patient to the emergency room (ER) but it was "usually" related to blood pressure, vomit, and dehydration. The reporter knew the patient was to have surgery the week of the report but did not know if it was device related or not.

Manufacturer narrative:
Product ID 435135, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).